Event description:
It was reported that the physician could not turn off the neurostimulator. The device was explanted. No surgical complications were reported.

Manufacturer narrative:
Final device analysis revealed no significant anomalies for the neurostimulator. No failure was detected but the product was out of spec. Foreign material was found in the connector port. The connector block, insulation coating and titanium can were scratched. A stable output was observed on every electrode pair.